Manufacturer narrative:
Updated blocks: d11, h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed an audible and visual alert on central control monitor (ccm). No exterior anomalies were observed on the cable, connector or membrane of the sensor determining that cause is likely internal to the sensor. As per the sales representative, the end-user waits approximately five minutes before attaching the level sensor to the mounting pad and uses the prescribed gel. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress but not yet concluded.

Event description:
It was reported that the red level sensor cable was not working. No other details regarding the nature of this event were provided.

Event description:
Further information was received that the event reported was during setup of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.